Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated this rv lead was explanted and replaced due to the lead being fractured. After explant, the lead was observed visually to have a section of the proximal coil exposed out of the insulation. There were no additional adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in r-waves and an increase in pace impedances. The impedances rose from 500 ohms to 1500 ohms. In addition, noise was oversensed, but did not result in pacing inhibition. Non-sustained ventricular tachycardia events were stored. This lead is suspected to be fractured. A revision is expected, but at this time, the lead remains in service. No adverse patient effects were reported.